Event description:
This is an isolated incident, hoya customer service reported the entry into the complaint system on (B)(6) 2013, then discovered that a re-entry is necessary for this complaint on (B)(6) 2013. The customer complaint that the entry whleading haptic curled during insertion and has to be explanted.